Event description:
Reporter indicated that he was unable to communicate with a vns therapy pulse generator due to a malfunctioning programming wand. Troubleshooting was unsuccessful in resolving the issue. Wand was subsequently returned to manufacturer for product analysis. During analysis the reported issue, communication difficulties, was confirmed. The wand serial cable, which produced communication errors, had an intermittent conductor. After the serial cable was substituted, successful functional test results verified consistent communication of the wand.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.